Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/13/2020 h.6. Investigation: bd received 5 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for underfill and hemolysis with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested for draw volume and all samples tested were within the testing protocol for fill volume. The photos provided show tubes that are extremely underfilled. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube had under-fill or low draw of a tube with blood and hemolysis (e.g. Blood sample). The underfill event occurred 100 times. The underfill event occurred 100 times. The following information was provided by the initial reporter and translated to english: ¿customer has been observed with low fill volume and lysis of sample after 2 hours."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® k2e plus blood collection tube had under-fill or low draw of a tube with blood and hemolysis (e.g. Blood sample). The underfill event occurred 100 times. The underfill event occurred 100 times. The following information was provided by the initial reporter and translated to english: ¿customer has been observed with low fill volume and lysis of sample after 2 hours."